Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient's legal counsel alleges unknown complications approximately four years post-implantation of right hip arthroplasty. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m2a-magnum mod hd sz 46mm, was returned and evaluated against the complaint. Visual inspection confirmed the head to be scratched and worn consistent with metal on metal construction. The head remains assembled with a taper adapter. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional MDR associated with this report: 0001825034 - 2018 - 11383.

Event description:
It was reported that patient was revised 6 years post initial hip arthroplasty due to altr/metallosis/pain/limited mobility/osteolytis. Attempts were made to obtain additional information; however, none is available.

Event description:
No additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
(B)(6). Medical products - taperloc femoral stem catalog#: 11-103205 lot#: 514460, m2a magnum taper adapter catalog#: 139254 lot#: 297510, m2a magnum acetabular cup catalog#: us157852 lot#: 314710. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of patient's medical records. Medical records were reviewed by a health care professional and indicated no metal staining of tissues or debris noted. Small amount of hazy yellow fluid that did not appear infectious. Femoral head removed with some difficulty. Trunnion showed no signs of wear. Stem and cup well-fixed. The new information does not change the outcome of the previous investigation and root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experienced significant pain, discomfort, and elevated metal ions post primary hip arthroplasty. No further information has been made available at this time.